Manufacturer narrative:
A ge service representative performed an onsite investigation. The connectors on cine drive were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a cine disk unavailable error was displayed. This would result in a loss of cine function. There is no report of death or serious injury associated with the complaint.